Event description:
It was reported that during therapy, the water did not circulate. The therapy was completed using a replacement device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is a duplicate and was captured in tw record 1468440.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during therapy, the water did not circulate. The therapy was completed using a replacement device.